Event description:
This patient was scheduled for surgery due to high impedance. On the day for surgery, the patient's generator was replaced and impedance on the new generator was ok, therefore a lead replacement did not take place at this time. The explanted generator has been received by the manufacturer and analysis is underway but has not been completed to date. No known lead replacement due to high impedance has been performed to date. No. Other relevant information has been received to date.

Event description:
The generator underwent product analysis and diagnostics were as expected for the programmed parameters and a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.